Event description:
It was reported that the patient was having a problem with a titanium mesh plate. In 2007, the patient underwent a cranioplasty and had an unknown titanium mesh plate implanted along with unknown screws and norian bone putty. Titanium cranial flap tube clamps (textured) were used. The patient complained to surgeon that the area was very sensitive. She indicated that she could feel the implant and was experiencing pain. The plate remained implanted until (B)(6) 2015 at which time the plate and screws were removed due to the plate protruding through the skin. After explantation, bacteria was found on the plate. The patient is now being treated with a course of antibiotics. There is not additional information available for this complaint. This report is for an unknown quantity of unknown titanium matrixneuro mesh plates. This report is 1 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the patient/reporter on (B)(6) 2015. The patient reported that the hardware was originally implanted on (B)(6) 2007. The patient stated that sixteen screws were also implanted on this date. During explant surgery on (B)(6) 2015, the surgeon opted to leave one of the screws implanted due to difficulties explanting it. The remaining 15 screws and previously reported hardware were successfully explanted. The patient also provided the part number for the titanium mesh plate. The plate quantity was confirmed to be one.

Manufacturer narrative:
Patient weight is unknown. Onset date of pain and infection is unknown. This report is for an unknown quantity of unknown titanium matrixneuro mesh plates. Implant date: unknown date in 2007. Unknown, as specific part and lot numbers for this complainant part were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further information reported that: within the maude report for the complaint the event date is listed as (B)(6) 2007, however, reporter confirmed the event date as (B)(6) 2007.